Event description:
It was reported that the pt table moved into the bore with the table wheels locked. The pt began to lose balance, which caused the MRI technologist to support the pt that resulted in injury to the technologist's wrist and thumb.